Event description:
It has been reported to philips that the flexvision display was abnormal and it could not be used. The system was in clinical use and examination was cancelled. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that pc was failing and x-ray could not be done. The pc has been replaced that the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information, the customer continued the procedure using auxiliary monitory. Review of log files confirmed that the flexvision pc was malfunctioning. The philips engineer replaced the flexvision pc and installed the software. After replacement of the flexvision pc and installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.